Event description:
It was reported that datix 1 the foley catheter balloon had deflation problem (lot ngkv2767) and (lot ngku2949), datix 2 unable to inflate balloon (lot ngkv2767) and (lot ngku2949), datix 3 uc not draining unable to deflate balloon fully (lot ngkv2767) and (lot ngku2949), datix 4 water for balloon redirected to catheter tube (lot ngkv2767) and (lot ngku2949).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.